Manufacturer narrative:
The device was intensively investigated on site by a dräger service representative on (B)(6) . The device log was downloaded and analyzed by the manufacturer. The device investigation and testing revealed no malfunction. After first testing the device housing was opened to check all internal assembly and all cable connections. No deviation was observed. After reassembly, the device was intensively tested again. After successful testing it was released for service and returned to users. Alarm- and battery-functions are included in the extent of testing. The log analysis shows that the device was not used on the reported date of event, but two days before. On (B)(6) the device was used for 90 min, no device failures (including warmstarts) were logged, only patient related alarms. If carina performs a warmstart by any reason, this can be seen in the log, needs only about 12s and is always accompanied by alarms. Finally, no device failure or hint to user experience could be identified. In case of a device problem the user would be alerted by device alarms and the breathing systems opens to atmosphere to allow spontaneous breathing. The proper function of the device was verified during investigation.

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator shut down completely for about 1 minute and then turned itself back on. No message was observed on the screen nor did users report an audible alarm. No patient injury resulted.